Event description:
It was reported that during a procedure at the user facility there were image transfer issues from the spinemask. Image transfer interruptions can lead to the tool being positioned incorrectly during the procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.